Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that patient's hearing has deteriorated. No trauma or accident has been reported.

Manufacturer narrative:
Additional information: based on the limited information received, damage to the active electrode, very likely due to excessive mechanical stress seems to be the reason for the reported problem. Should additional relevant information be received, the complaint can be re-opened again.

Event description:
Additional information: it was reported that patient's hearing has deteriorated. No trauma or accident has been reported.

Event description:
It was reported that patients' hearing has deteriorated. A trauma or accident is denied by the patient's mother.